Event description:
There was an allegation of discrepant hbv results with the cobas® mpx (480t) from the cobas 8800 analyzer for a single patient. First blood draw: plasma sample, tested(B)(6) 2025 - hbv reactive. Ffp sample, tested (B)(6) 2025 - hbv reactive. Plasma sample, tested (B)(6) 2025 - hbv reactive. Second blood draw: plasma sample, tested (B)(6) 2025 - hbv target non-reactive. Third blood draw: plasma sample, tested (B)(6) 2025 - hbv reactive. Plasma sample, tested (B)(6) 2025 - hbv reactive. Plasma sample, tested (B)(6) 2025 - hbv reactive. Plasma sample, tested (B)(6) 2025 - hbv reactive. Plasma sample, tested (B)(6) 2025 - hbv target non-reactive. Serology testing: hbsag tested positive in all samples/draws/repeats.

Manufacturer narrative:
The cobas 8800 serial number was (B)(6). The investigation indicated no product-related issues were identified. This discrepancy between fluctuating nat (reactive/non-reactive) and serology (indicating hbv infection) can arise due to several factors, including: - low viral load below nat detection threshold: the hbv viral load in the sample may be too low for nat to detect, even though hbsag is present and detectable by serology. - acute or resolving hbv infection: an early-stage or resolving hbv infection can result in the presence of hbsag but a low or undetectable viral load. - confirmed hbsag in the absence of dna can also be found in uninfected individuals who recently received a hepatitis b vaccine, unlikely given the anti-hbcore result. - sensitivity differences: differences in test sensitivity and methodology between nat (targeting viral dna) and serology (detecting antigens or antibodies) could contribute to the observed results.